Manufacturer narrative:
(B)(4) catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube/ j-tube placement. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6)2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During duodopa titration, the patient experienced diffuse peritonitis due to a dislocated peg tube with discharge of stomach contents into the abdominal cavity. The patient was hospitalized on (B)(6) 2018 and underwent a laparoscopic lavage of the abdominal cavity. On an unknown date in (B)(6) 2018, the peritonitis resolved and the patient was discharged from the hospital on (B)(6) 2018.